Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: from the investigation, the tension spring remained partially inside the deployment tube which prevented the seal from deploying inside the aorta. The seal was outside of deployment tube and cracked. The complaint is confirmed.